Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the power management board and battery to address the reported issue and all test passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated battery failed error. There was no patient involvement.

Manufacturer narrative:
G4: 08feb2020. B4: 11feb2020. A power management board was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.